Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable due to being at end of service (eos). It was noted that patient used programs with high settings/parameters with amplitudes above 4.0ma. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.